Manufacturer narrative:
E1: (B)(6) hospital the device was returned to olympus for evaluation and the evaluation found the bending angle in the up direction was out of standard, the nozzle had foreign objects, water tightness was lost due to a pinhole on the connecting tube, the up/down knob had play, the bending section rubber was scratched, the adhesive on the bending section rubber was chipped/cracked/cloudy white, the adhesive around the objective/light guide lenses were cloudy white, the distal end cover was dented, the distal end cover was burnt, the distal end cover was discolored, the connecting tube was scratched, the connecting tube was dented, and the connecting tube was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. There was no delay at the start of precleaning and the customer flushed the air/water nozzle. The accessories had no abnormalities. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had reduced angulation. It is unspecified when the issue was found. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.